Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a diabetic ketoacidosis with a blood glucose level of 600 mg/dl. The insulin pump did not seem to be delivering insulin. The customer was nauseous, vomiting, had abdominal pain, and difficulty breathing. The customer went to the emergency room and was in intensive care unit. The insulin pump alarmed no delivery. The device was not returned.